Event description:
It was reported to fresenius that an external blood leak coming from the multifiltratepro hemodiafiltration (hdf) cassette occurred, and that it resulted in a treatment delay. It was also reported that a leak was found in the arterial pressure sensor. It was reported that blood remained in the tubing. The patient's estimated blood loss (ebl) could not be provided. No patient injury or harm was reported. The patient was able to complete their treatment after restarting on a new machine with new tubing. The head nurse from the user facility did not suspect there were any problems with the machine. The sample was reportedly sent back for investigation. Multiple attempts were made to obtain additional information from the country complaint administrator, and no further details could be provided.

Manufacturer narrative:
Plant investigation: the sample was returned for manufacturer evaluation. The multifiltrate set was contaminated with blood and returned without its blister package. A visual inspection was performed; no failures were observed on the bloodline. A leakage test was performed and failed at the arterial pressure dome component. A micro deformity was observed at the edge of the membrane and dome junction. The deformity was inspected under a stereomicroscope. A review was conducted on the batch related documents and device history records (DHR). This review did not show any non-conformities or abnormalities. During the review, no indication for any relationship with the reported failure mode was found. The manufacturing processes and production records were also checked and found to be conforming. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The deformity observed on the pressure dome material was caused by a deviation in the production process of a supplied material. The supplier has been informed of the defect and a related quality event was initiated to cease further cases.

Event description:
It was reported to fresenius that an external blood leak coming from the multifiltrate pro hemodiafiltration (hdf) cassette occurred, and that it resulted in a treatment delay. It was also reported that a leak was found in the arterial pressure sensor. It was reported that blood remained in the tubing. The patient's estimated blood loss (ebl) could not be provided. No patient injury or harm was reported. The patient was able to complete their treatment after restarting on a new machine with new tubing. The head nurse from the user facility did not suspect there were any problems with the machine. The sample was reportedly sent back for investigation. Multiple attempts were made to obtain additional information from the country complaint administrator, and no further details could be provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.